Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the system would not display a live image. No pt injury was reported.